Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on lung tissue during a laparoscopic video-assisted thoracoscopic surgery lobectomy, they were unable to press the handle to closing the tissue. They used another device to complete the case. There was no patient injury.